Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on 01/01/2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined via data. No injury or medical intervention was reported.